Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found the vitrectomy mode working as intended. The fss suspects the surgeon may have inadvertently pressed on the foot pedal side switch disabling the foot pedal. In addition, the fss tested three vitrectomy tubing pack accessories. The fss found the vitrectomy accessories were working as intended. The system was verified for all modes (including vitrectomy mode) of operations and calibrations. The system met amo specifications. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported experiencing a posterior capsule tear resulting in unplanned vitrectomy in the patient¿s operative eye during a cataract extraction procedure. The clinic reported an unstable chamber. A three-piece lens was implanted and placed in the sulculus. In addition, the clinic indicated having vitrectomy set up issues causing a delay of five to ten minutes. The clinic was able to successfully use the vitrectomy handpiece to complete the case.